Manufacturer narrative:
Per tandem's pump user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarms occurred. Following a system check by tandem technical support, the customer cleared the alarm and continued to use the pump for insulin therapy. Additionally, the cartridge leaked. Reportedly, the customer had overfilled the cartridge. Tandem technical support educated customer on cartridge/insulin labeling. The customer changed the cartridge to resolve the issue. Customers blood glucose ranged between 198-414 mg/dl.